Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor did not function correctly. The technician also found the motor was overheating. Maintenance was performed and various parts were replaced. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer sent the device in for repair. Technician found that the device overheated and whistled. This is report 1 of 1 for complaint #(B)(4).

Event description:
Customer sent the device in for repair. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor did not function correctly. This was attributed to faulty material. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.